Manufacturer narrative:
(B)(4).this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.h3 analysis summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that one winding former with three undispensed strands and five needle sutures pieces and two suture pieces outside that pertain to product code vcp772d were received for evaluation. This product code is control release and requires eight strands per packet. Upon visual inspection of the returned sample, the suture pieces were examined, and the extremes were to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. In addition, a photo was provided, and with the same condition as the received sample. The product code vcp772d contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a reverse shoulder arthroplasty procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture broke during use. There were no adverse consequences to the patient. No additional information was provided.